Event description:
It was reported that the patient's artificial urinary sphincter (aus) was no functioning properly. A surgical procedure was performed, during which was identified a hole and fluid loss in the balloon. The aus was explanted and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.